Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure for an aortic artery aneurysm endoleak using ruby coils. During the procedure, the physician was unable to advance a ruby coil into another manufacturer's microcatheter. The procedure continued using new coils.

Manufacturer narrative:
Result: the ruby coil was still intact with the pusher assembly. The pet-lock was still intact on the proximal end of the pusher assembly. The ruby coil pusher assembly was kinked approximately 92.0 and 132.0 cm from the proximal end. The outer diameter of the coil and pusher assembly was measured and found to be within specification. The coil and pusher assembly were measured within specification. Conclusion: the complaint has been evaluated. The compliant indicates that the ruby coil would not advance through the sheath into a non-penumbra product. Evaluation of the returned product confirmed that the coil was intact with the pusher assembly and the pet-lock was also intact on the proximal end of the pusher assembly. This indicates that there was no attempt to deploy the coil. There were also kinks along the pusher assembly hypo-tube. These kinks in the pusher assembly could have made it difficult to advance the coil in the microcatheter. The non-penumbra microcatheter mentioned in the complaint was not returned. These products are 100% functional test and checked for damage during inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.